Manufacturer narrative:
Product ID 8703w, lot # l56471, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported withdrawal occurred. The reporter noted about fifteen years ago, the patient went through withdrawals. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.